Event description:
Medtronic received information that this hollow fiber oxygenator exhibited a leak between the oxygenator and the heat exchanger. The leak was discovered during the case. The decision was made to change out the device, which was performed without reported patient complication.

Manufacturer narrative:
Results: device history review found that product met specifications when released for distribution. Analysis: reason for return was confirmed. Visual inspection shows body fluid residue between the upper heat exchanger stem and the uv bond area (which connects the oxygenator to the heat exchanger). Next, fluid was run through the device at 7 l/min with 14 psi back pressure for 30 minutes. No leak to atmosphere was observed. However, due to the presence of body fluid between the upper hex stem and uv potting material, it appears a leak was once present. The device was dissected which clearly shows a body fluid leak path due to a void in the uv bond. We suspect that the body fluid had dried and sealed off the evident leak path. Conclusion: reduced performance of the device occurred and is related to the event. Analysis identified a leak path in the bond between the heat exchanger and the oxygenator. Medtronic implemented a manufacturing process improvement on may 8, 2007 to prevent voids in the uv bond. This device was manufactured prior to implementation of this manufacturing process improvement. The device was changed out of the bypass circuit with no reported adverse patient effects.